Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the light guide lens, upward/downward angulation control knob, light/right angulation control knob and the switch box. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the nozzle. The foreign material may have not been removed because reprocessing could not be conducted properly due to leakage from bending section cover. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif-170 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.